Manufacturer narrative:
This event is recorded with zimmer biomet under (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during surgery, the mesh graft ii bad expansion. An alternate device was used to complete the mesh. There was no additional graft required. There was a 15 minute surgical delay and there was no harm to the patient or operator during this procedure. No adverse events were reported as a result of this malfunction.

Event description:
No additional information to be reported.

Manufacturer narrative:
This follow up report is being submitted to relay additional information. On (B)(6) 2018, it was reported that the device had bad expansion. The customer returned a meshgraft ii device, serial number 02114, for evaluation. The device history record (DHR) review was unable to be performed as the DHR associated with this serialized device was unavailable for review at the time of processing this complaint. This issue is being further investigated. Medicrea has previously repaired/evaluated meshgraft ii serial number (B)(4) one time as documented in the vdoc service portal. The last repair was march 14, 2012 where it was reported that the customer would like a full check of the device and the cutter was replaced and the device was calibrated. This is not a related issue. Product review of the meshgraft ii by medicrea on september 19. 2018 revealed that the mesher was in bad condition. The service technician suggested to replace all faulty parts. Repair of the meshgraft ii was performed by medicrea on september 28, 2018 which included replacement of the cutter, sideplate, roller, handle, ratchet gear, set screw, sliding pin and spring. Meshgraft ii, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was non-verifiable since it does not appear that the device was tested pre-repair. However, the service technician noted that the mesher was in bad condition prior to repair. The root cause of the reported event could not be specifically determined with the information that was provided. It does not appear that the device was tested pre-repair. However, the service technician noted that the mesher was in bad condition prior to repair. The root cause of the reported event could not be specifically determined with the information that was provided. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.